Event description:
Case description: this spontaneous report was received from a canadian health care professional and concerns a patient. The patient was injected with prolaryn gel, as vocal injection, on (B)(6) 2024. The needle broke off from the hub in the middle of the procedure (needle issue). On (B)(6) 2024, after the prolaryn gel injection, the patient experienced a foreign body in skin or subcutaneous tissue. The needle came in prolaryn kit. The outcome of the event was unknown.

Manufacturer narrative:
Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Foreign body in skin or subcutaneous tissue (serious) is unexpected based on currently valid canadian instructions for use (IFU) leaflet of prolaryn gel. The reported needle issue is considered reportable because it could have resulted in a serious adverse event if it were to recur. Needle issue was coded only for formal reasons. Possible confounding factor includes the needle issue, but very sparse information was provided. Therefore, causality for the event is assessed as possibly related to the treatment with prolaryn gel. This case is considered reportable because needle issue breaking during use can lead to serious injury or require intervention to prevent serious injury.

Event description:
Case description: this spontaneous report was received from a canadian health care professional and concerns a patient. The patient was injected with prolaryn gel, as vocal injection, on (B)(6) 2024. The needle broke off from the hub in the middle of the procedure (needle issue). On (B)(6) 2024, after the prolaryn gel injection, the patient experienced a foreign body in skin or subcutaneous tissue. The needle came in prolaryn kit. The outcome of the event was unknown. Amendment was performed on 01jul2025: amendment was performed for this case to correct the assessment.

Manufacturer narrative:
Assessment by merz: localization of the event was not provided but local relationship can be assumed based on the wording of this report. The reported event occurred in a compatible temporal relationship. Foreign body in skin or subcutaneous tissue (serious) is unexpected based on currently valid canadian instructions for use (IFU) leaflet of prolaryn gel. The reported needle issue is considered reportable because it could have resulted in a serious adverse event if it were to recur. Needle issue was coded only for formal reasons. Possible confounding factor includes the needle issue, but very sparse information was provided. Therefore, causality for the event is assessed as possibly related to the treatment with prolaryn gel. This case is considered reportable because needle issue breaking during use can lead to serious injury or require intervention to prevent serious injury. Merz causality re-assessment due to amendment performed on 02-jul-2025: the last serious sentence regarding the reportable needle issue was deleted and the serious sentence for the serious adverse event foreign body in skin or subcutaneous tissue was added to the additional manufacturer narrative. Causality for the previously reported event remains unchanged as possibly related to the treatment with prolaryn gel. This case is considered as serious with the serious event foreign body in skin or subcutaneous tissue because intervention was necessary to prevent a permanent damage.